Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B) (6) 2010, the patient was implanted with an scs system. On (B) (6) 2010, the patient reported that the stimulation increased to the maximum on its own, without using the programmer. On 04/12/2010, a company representative met with the patient and tried communicating with the ipg using the patient's programmer and magnet, to no avail. The patient was sent a replacement charger. The charger was able to communicate with the ipg but the programmer could not and displayed error messages. The patient's ipg was explanted on (B) (6) 2010. The patient is currently satisfied with the stimulation and not experiencing any communication issues with the new device.